Event description:
It was reported that during radiotherapy the implantable pulse generator (ipg) magnet mode was not working when the magnet was on the device. The device is still in use.no patient complications have been reported as a result of this event.